Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Evaluation of the returned t27 driver found that the distal tip had fractured and broke at an angled inclining direction. The fractured ends appear to be crisp and clean and suggest the break occurred in snapping motion rather than a rotation direction that would be expected with the instruments intended use. This indicates the instrument failed due to excessive lateral bending/fatigue stress. The detached section which remains entrapped within the implanted set screw is approximately 4mm in length and is manufactured from 465ss (stainless steel) and certified to astm a564-13.

Event description:
Driver broke off during final tightening. The detached section remains within the set screw implanted in the patient.